Event description:
The reporter stated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the pt's right eye (od) on (B) (6) 2008. The lens was explanted on (B) (6) 2010, due to zero vault. There was no lens opacity. The lens was exchanged for a longer lens.

Manufacturer narrative:
(B) (4). (B) (4).